Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Was the needle tip retrieved during the initial procedure? Was the needle tip retained in the patient? If retained,in what tissue was the tip retained? If retained, are there plans to remove the needle tip?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle tip was broken during closing the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: procedure name? No further information is available. Was the needle tip retrieved during the initial procedure? No further information is available. Was the needle tip retained in the patient? No further information is available. If retained,in what tissue was the tip retained? If retained, are there plans to remove the needle tip? Device return status? When we send the sample to you, we will let you know its return date and tracking number.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: the actual device was received for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.